Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the device was unable to pace normally. The external pulse generator (epg) was returned for servicing. There was no patient involvement.